Event description:
Customer reported past occlusion alarms. No adverse impact to the customer's blood glucose level was noted. Tandem technical support attempted to follow up, but the customer was unavailable, and a voicemail was left. No additional information was received regarding the issue.